Event description:
Caller alleged false positive troponin (tni) results. Results as follows: test results from american family care: date: ng, time: 11:50am, tni: 0.46, myo: 117, ckmb: 7.70, bnp <5.00. The following testes were performed at the hospital: date: ng, time: 15:38, tni: <0.05, myo: 87.1, ckmb: 3.6, bnp: 13.2; date: ng, time: 17:22, tni: <0.05, myo: 62.5, ckmb: 1.6. No pt information was provided. Final diagnosis was not provided.

Manufacturer narrative:
No false positive or high bias was observed with any of the 29 whole blood donor samples tested on sob lot w50026. All tni values were <0.05ng/ml. No product deficiency was established. No pt sample was returned to rule out sample specific interference that is known to affect analyte recovery. As of (B)(4) 2012, there are a total of 8 complaints against device lot w50026, three are for tni recovery. Corrective action not required at this time.